Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73g1800877 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip was stuck during usage on the patient in gastrointestinal surgery which caused the clip not to be uploaded into the applier. Our sales representative tested the applier of the uploading and the bosses of 2 clips fired were found broken.

Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint number 3003898360-2019-01001 is being reported as a malfunction. There was no serious injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with no clip in the first position in the channel. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was unable to properly load into the jaws and the clip had a broken hook. The sample was disassembled to inspect the internal components. Upon disassembly, no further damages were observed. The first clip being out of position, broken, and unable to load properly are all indications that the clips were out of position in the channel and stacking on one another. The broken ratchet caused the clips to become out of position and prevented the clips from properly loading into the jaws. The sample was received with 1 clip remaining indicating that 14 clips were fired by the end user. The clip was broken due to the clip stack. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip stuck in applier" was confirmed based upon the sample received. One device was returned. The device was received with 1 clip remaining in the channel indicating that 14 clips were fired by the end user. Upon functional inspection, the first clip was unable to properly load into the jaws and the clip had a broken hook. The first clip being out of position, broken, and unable to load properly are all indications that the clips were out of position in the channel and stacking on one another. The ratchet ears were found to be broken and was the root cause of the clips becoming out of position. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue.

Event description:
It was reported that the clip was stuck during usage on the patient in gastrointestinal surgery which caused the clip not to be uploaded into the applier. Our sales representative tested the applier of the uploading and the bosses of 2 clips fired were found broken.